Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the plate is bent. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive force applied during surgery. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3004788213-2023-00115.

Event description:
It was reported that an roi-a cage broke while the anchoring plate was being impacted through it intra-operatively. The anchoring plate was also damaged and could not be used. The surgeon did use the awl to prepare the patient's bone prior to installing the anchoring plate. The cage and plate were removed and replaced with another cage of a different size and another plate to complete the surgery. There were no reported patient impacts. This is report two of two for this event.

Event description:
It was reported that an roi-a cage broke while the anchoring plate was being impacted through it intra-operatively. The anchoring plate was also damaged and could not be used. The surgeon did use the awl to prepare the patient's bone prior to installing the anchoring plate. The cage and plate were removed and replaced with another cage of a different size and another plate to complete the surgery. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.